Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that this was a closure of a right common femoral artery with a proglide device using the pre-close technique via a 6f hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture did not come out when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 8f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.